Event description:
It was reported that the device would not charge. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found with the customer stated problem. Replaced front case w/keypad for no power, no ac power indicated. Performed pm. A review of the device history record for (B)(6) was performed from date of manufacture 11/29/2013 to present date 01/06/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. Service stated no fault found for the customer reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive key.

Event description:
It was reported that the device would not charge. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d10, h3, h6, h10. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn13963375 was performed from date of manufacture 29nov2013 to present date 06jan2021, and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not charge. There was no patient involvement.